Manufacturer narrative:
Final device analysis revealed no significant anomalies. The root cause of the failure could not be determined. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was partially advanced but no blood or tissue was present.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule trocar needle would not advance. No serious injury to the pt was reported.